Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra 2 meter. The patient mentioned that on (B)(6) 2010 at 10:00pm, he tested his blood glucose and obtained a 190 mg/dl. He then increased his insulin on his own from 36 units to 38 units of protaphane. He did not exhibit any symptoms at the time of testing. At 2:00am on (B)(6) 2010, he woke up feeling sweaty. He tested his blood glucose and obtained a 52 mg/dl and took 3 pieces of glucose. He felt better shortly after self-treatment and went back to bed. He did not seek any further medical attention or contact his physician for assistance. At 8:00am he woke up and tested his blood glucose and obtained a 108 mg/dl and did not exhibit any symptoms. A quality control test was done and the test strips passed using the control solution. Customer service advised the patient to contact the physician in regards to the event and to let the physician know that he had increased the insulin on his own to 38 units. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the high result, he increased his dosage of insulin and approximately 4 hours later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests two times a day and manages her diabetes with 500mg of metformin twice a day. The patient alleged that the issue began two weeks prior to contacting lfs (date/time unknown). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. In response to the alleged issue, the patient indicated she continued with her usual diabetes regimen and two days later the patient claimed she developed symptoms of frequent urination and frequent thirst; which the patient clarified continued on for two days. The patient denied administering treatment and denied contacting her physician after the alleged issue occurred. The patient also denied testing with another device. At the time of troubleshooting, the csr noted that the subject meter's battery had not been replaced per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.